Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a stained end cap sticker, and minor scratches on the lcd window. No bubbles were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported huge air bubbles in the infusions set. The customer experienced high blood glucose levels. Customer's blood glucose level was 319 mg/dl. The high pressure test did not pass twice. The insulin pump did not alarm no delivery. After 5 units were delivered there was no insulin observed at the end of the tubing. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.